Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusions alarms occurred. The customer's blood glucose level was almost 400mg/dl. Reportedly, supply changes were performed to resolve the occlusions. A system check was performed on the current supplies and the pump performed as intended.